Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker was found in backup due to drop in voltages. Recovery of the device was attempted, but unsuccessful due to failure to download and upgrade software. The patient is recovering from event.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed while the reported event of operating system version or upgrade problem was not confirmed. As received, a device was returned in backup operation with battery voltage above elective replacement indicator. Final analysis found backup condition is consistent with interaction from a medical procedure the patient went through in nov 2021. No other anomalies were identified.

Event description:
New information received notes that the pacemaker was explanted. The status of the patient was unknown.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on (B)(6) 2022. There were no patient consequences.